Manufacturer narrative:
The cause of the hematoma was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a hematoma. Systemic anticoagulation was paused and the team held manual pressure. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.